Event description:
It was reported that the lead was explanted and replaced due to insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal abrasion were found at 11.2-13.6cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Other insulation abrasions were found at 7.3-8.4cm, 10.8-12.0cm, 35.6-36.8cm from the distal tip. The etfe coatings were intact at these locations.